Manufacturer narrative:
The customer obtained discordant results for 39 patients on an atellica ch 930 analyzer and did not report the results to the physician(s). The customer used the same samples and analyzer to perform repeat testing and confirm the correct results. Siemens dispatched a customer service engineer (cse) to the customer site. The cse observed the probe # 2 dilution washer leaking and performed services that included replacing the inlet and outlet valve. The cse ran autocheck and quality controls, and the results were acceptable. The system was verified and operational. Siemens is evaluating the event.

Event description:
The customer obtained discordant results for 39 patients on an atellica ch 930 analyzer and did not report the results to the physician(s). The customer used the same samples and analyzer to perform repeat testing and confirm the correct results. The customer reported confidence in the repeat results because of the history of the patient(s). No corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the event.

Event description:
The customer provided the affected patient data and obtained discordant creatinine results for two patients on an atellica ch 930 analyzer, and the results were reported to the physician(s). The customer used the same samples and analyzer to perform repeat testing and confirm the correct results. The customer reported confidence in the repeat results because of the history of the patient(s) and issued corrected reports. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00243 on 28-aug-2023. Additional information (22-aug-2023): siemens received additional information and updated sections b5 and b6 to reflect the new information. The customer provided patient data and confirmed the patient samples that were affected. Siemens evaluated the information provided, and the discordant results identified by the customer were lower values than the repeat results. The issue is consistent with diluted samples and potentially caused by droplets from the dilution wash probe 2, which delivers water to the cuvettes for washing. The siemens cse replaced the associated dispense valve (v16) and verified the performance of the atellica ch 930 analyzer. The troubleshooting was successful, and the analyzer is operational. The system performed as specified post-service repair, and no further action was required. Section h6 (investigation conclusions) was updated to reflect the additional information.